Event description:
The programmer rf (radiofrequency) head was returned with the programmer, and it tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the programmer rf (radiofrequency) head failed testing. The cable was found to be out of electrical specification.